Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the arm tubes are breaking at the weld on the right backside. No idea how this occurred and states it is a re-occuring issue.